Manufacturer narrative:
The cause for the mislabeled glass slide is unknown and is under investigation.

Event description:
Two glass slides were labeled with the incorrect patient name on the advia autoslide slide maker stainer (sms) module, which is an optional component of an advia 2120i system. No incorrect patient results were reported to the physician as the laboratory assesses the glass slides based on the sid and not on the patient name. There are no known reports of patient intervention or adverse health consequences due to the incorrect names on these two glass slides.